Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, via left femoral artery access, at 80% deployment, the valve was recaptured. Upon recapture, the blood pressure decreased and would not improve. Cardiopulmonary resuscitation (CPR) was performed and the patient was placed on bypass. The transcatheter bioprosthetic valve was implanted and a non-medtronic heart pump was placed into the patient. After the procedure, the patient came off bypass with the heart pump still active. No further adverse patient effects were reported.